Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment of a lesion in the distal right coronary artery. It was not possible for the stent to cross the target lesion, therefore, it was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery balloon when the stent was pulled back into the guide catheter. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter while it was engaged in the coronary artery. A 1.5mm angioplasty balloon was inserted through the stent and inflated to 1atm in attempt to pull the stent back into the guide catheter. The removal of the stent was unsuccessful. The stent subsequently dislodged in the peripheral vasculature. Another stent was then inserted to treat the target lesion, however, this was also unsuccessful. There was no further treatment to target lesion. There is no further info from the user facility and no add'l clinical sequelae reported related to the event.